Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip was received for product evaluation. The sheath was returned mated with the locator. No other accessory components were returned. Visual inspection revealed that the locator was properly mated with the hemostasis sheath and also bent in a curved shape. The alignment of the blood inlet holes was checked, there were no outward signs of damage or deformation noted. No other visual anomalies were noted. Dimensional testing was performed, the inner diameter of the drip hole on the arteriotomy locator was measured to be 0.022" which was within the specification of 0.022" +/-0.003". The inner diameter of the blood inlet holes on the arteriotomy locator measured 0.057" which was within the specification of 0.056" +/-0.002". The inner diameter of blood inlet holes of the hemostasis sheath was measured to be 0.040" which was within the specification of 0.038" +0.004/-0.002". All measurements were found to be within the manufacturer specifications. The locator/ sheath assembly was flushed with water and the normal water flow was confirmed from the drip hole. No functional anomalies were noted. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided . Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor attempted to deploy the 6fr angio-seal device on a diagnostic coronary angiogram patient. They noted there was no flashback from the sheath and re-assessed the sheath to make sure it was put together properly. They then deployed another 6fr angio-seal which worked fine. There was no known impact on the patient, and no known affect. Additional information was received on 06apr2020. It was a normal, straightforward access. A pre-deployment angiogram was performed. It was stated that if there was any blood loss, it would have been less than 250cc.